Manufacturer narrative:
(B)(4). Correction: lot number updated from 71013u160 to 71014u128. All available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), loss of fluid column was noted in the hemostatic valve. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.